Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported a low reading issue with the adc freestyle libre sensor. The customer received unspecified low readings, and subsequently experienced the symptom of vomiting. The customer had contact with a healthcare professional, and a healthcare meter reading of 300 mg/dl was obtained as compared to a sensor scan of 160 mg/dl. The customer was diagnosed with hyperglycemia, and was treated with insulin and re-hydrated via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc freestyle libre sensor. The customer received unspecified low readings, and subsequently experienced the symptom of vomiting. The customer had contact with a healthcare professional, and a healthcare meter reading of 300 mg/dl was obtained as compared to a sensor scan of 160 mg/dl. The customer was diagnosed with hyperglycemia, and was treated with insulin and re-hydrated via IV. There was no report of death or permanent injury associated with this event.